Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was not turning on. The customer stated that different power outlets were tried but the issue persisted. A field service engineer (fse) confirmed that the station was located in an area undergoing construction, which may have impacted power availability. The unit was relocated to another part of the room and connected to an alternate power outlet, after which the station powered on successfully and functioned normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was not turn on. Customer mentioned screen was black. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.